Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user elected to discontinue use of the device after expressing frustration following a factory reset and challenges with setup. The user shut down the ilet and transitioned to alternative insulin therapy. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.